Manufacturer narrative:
Correction b5: medtronic received information that during use of an autolog washkit device, it was reported that blood clots appeared in the pipeline. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Additional info b5: medtronic received additional information that there was no damage noted in the instrument or the disposable. There was no audible, or performance abnormalities. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was no longer clear. At that time, the blood in the blood storage tank had been recovered into the storage bag, the saline bag was 1000ml (with 2 hanging), and the waste liquid bag was about 1000-2000ml. No error warning message appeared. No amount of patient blood loss occurred. No transfusion was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog washkit device, it was reported that blood clots appeared in the pipeline. See attached photos. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.